Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The drill passed kpc and a case several times with no errors. The exposure motor passed testing. The cable passed testing. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, no reasonable cause could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during cori assisted surgery, the tip of the real intelligence robotic drill burr was protruded compared to usual procedure from the drill attachment. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference (B)(4).